Event description:
It was reported that the device works fine when being tested by the user's biomed with the exception that device's status indicator reads "do not use." There was no patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Visual examination of the device confirmed the reported problem: the status indicator showed "do not use." The status indicator is a small lcd (liquid crystal display) located on the front panel of the device. Its purpose is to indicate if the device is ready to use. If the status indicator itself becomes damaged, it will (by design intent) show "do not use." Inspection of the status indicator on this device showed that it had sustained damage in that it was cracked. Testing found that the device was fully functional and capable of delivering therapy, just as reported by the device user. The problem was with the status indicator itself. The damage to the status indicator was consistent with mechanical damage such as might result from physical impact to the device. Apparently the device was dropped or otherwise sustained an impact that resulted in damage to the status indicator. The broken status indicator was replaced and this corrected the problem. The device was fully inspected and passed all performance testing prior to being returned to the customer.